Event description:
The manufacturer received information alleging a ventilator's lcd screen was not showing 100% oxygen. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : not returned to manufacturer.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator's lcd screen was not showing 100% oxygen. There was no harm or injury reported. The ventilator was evaluated by third party service center and the device failed a leak test. The device's blower motor was replaced to address the issue. Additionally, the air pathway, machine flow sensor and sensor board were replaced due to contamination found.